Manufacturer narrative:
Company rep evaluated the unit and replaced the backlights and power distribution board. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.